Event description:
When surgeon was operating, she realized that she could not turn the arm as she normally would with a like product. When the tech/surgical assist removed the arm from the patient, they too found that it would not rotate properly.